Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that in es version 1.8, when an override group was removed from a device, it could not be re-added unless a reactive hotfix was applied. A technical support specialist (tss) gathered the dispensing device name to identify any override group disassociations. The tss confirmed that previously removed override groups could be re-added by following the knowledge article titled unable to reassign override group to a device. This action was identified as a reactive workaround, which was noted to be addressed in a future software release. The issue was resolved now. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the users were not able to save the override group for the location. The customer stated that the issue was occurring only at this specific location. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.